Manufacturer narrative:
The patient underwent a driveline repair on (B)(6) 2018 which was reported under MFR report # 2916596-2017-00782. Approximate age of device - 3 years, 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced low flow alarm, low speed advisories, and pump stops. Based on log files, technical service confirmed low speed alarms and 2 pump stops while on power module and ungrounded patient cable. The pump stops could be caused by phase short of driveline. A previous driveline replacement has been performed on (B)(6) 2017. The patient underwent pump exchange on (B)(6) 2018.

Manufacturer narrative:
Device evaluated by MFR, concomitant medical products: additional information. Investigation conclusion: the evaluation of heartmate ii lvas, serial number: (B)(4), confirmed internal driveline (dl) wire damage that could have contributed to the reported event. The pump was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing. The distal end of the dl was returned in two segments; a 7.5¿ middle segment and the 30.25¿ distal end. A previous driveline repair was present on the distal end of the driveline. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. An unattached outflow bend relief collar was also returned. Evaluation of the outflow elbow revealed no evidence of developed depositions or thrombus formations. No developed depositions or thrombus formations were identified through visual examination of (B)(4) blood-contacting surfaces. The driveline was cut approximately 9¿ from the pump housing. The distal end of the dl was returned in two segments; a 7.5¿ middle segment and the 30.25¿ distal end. A previous driveline repair was present on the distal end of the driveline. The pins of the metal connector appeared free from deformation. The silicone jacket, clear bionate, and metal braided shield were removed to examine the underlying wires. Visual examination of the wires of the pump-end segment revealed breaches to the insulation of the brown, black and orange wires at the pump housing. Breaches to the insulation of the green, brown, black, and orange wires were also observed on the pump-end segment of driveline, approximately 6.25-7.25¿ from the pump housing. The green wire redundantly supports motor phase 1, the brown and black wires redundantly support motor phase 2, and the orange wire redundantly supports motor phase 3. The observed wire damage appeared to be the result of repetitive flexing. All segments of driveline underwent electrical continuity testing and no discontinuities or shorts were identified. The damage to the pump-end segment was then bypassed and the remainder was submerged in a saline solution for hi-pot testing to further verify the integrity of each wire¿s insulation. The 7.5¿ middle segment and the 30.25¿ distal end were submerged as well. This test did not reveal any additional areas of current leakage. The pump stoppages and hazard alarms that were confirmed through the analysis of the patient's log file could have resulted from a phase-to-phase short if the exposed conductors from any of the wires and exposed conductors from a different phases¿ wire(s) made simultaneous contact with the braided shield on either the power module or battery power. These alarms also could have resulted from a short to ground if the exposed conductors from any phases¿ wires made contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A short to ground would have also occurred if the exposed conductors of any of the breached wires contacted the braided shield while the patient was supported by the power module. No further information was provided. The manufacturer is closing the file on this event.